Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-jul-2020. The most recent information was received on 22-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('very violent reaction to allergy tests, not skin but neurological type reaction') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria hospitalization and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain, pain in the lower and upper limbs"), fibromyalgia ("fibromyalgia"), limb discomfort ("heavy legs and heavyness in the arms"), gait disturbance ("difficulty in prolonged walking"), musculoskeletal disorder ("difficulty holding a pencil, a toothbrush, turning pages"), paraesthesia ("tingling in lower and upper limbs"), cervicobrachial syndrome ("cervicobrachial neuralgia"), ear pain ("almost permanent pain in left ear"), burning sensation ("burning in the body"), swelling face ("face swelling"), swelling ("swelling in the body"), migraine ("migraines"), trigeminal nerve disorder ("trigeminal"), fatigue ("permanent tiredness"), depression ("depression"), hypothyroidism ("hypothyroidism"), amnesia ("loss of memory"), balance disorder ("loss of balance"), speech disorder ("difficulty speaking") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the arthralgia, myalgia, limb discomfort, gait disturbance, paraesthesia, cervicobrachial syndrome, ear pain, swelling face, swelling, fatigue and depression had resolved. At the time of the report, the fibromyalgia, musculoskeletal disorder, burning sensation, migraine, trigeminal nerve disorder, hypothyroidism, amnesia, balance disorder, speech disorder, visual impairment and weight increased outcome was unknown. The reporter considered amnesia, arthralgia, balance disorder, burning sensation, cervicobrachial syndrome, depression, ear pain, fatigue, fibromyalgia, gait disturbance, hypersensitivity, hypothyroidism, limb discomfort, migraine, musculoskeletal disorder, myalgia, paraesthesia, speech disorder, swelling, swelling face, trigeminal nerve disorder, visual impairment and weight increased to be related to essure. The reporter commented: I spent years suffering, visits to various specialists (ear, nose & throat, endocrinologist, neurologist, physiotherapist, osteopaths, etc.) Various examinations (blood test, x-rays, ultrasound, computed tomography scan, magnetic resonance imaging, lumbar puncture) sometimes hospitalization, because I was so ill. Always nothing to report. I was told it was premenopausal, fibromyalgia, no real explanation for my suffering and my poor condition. Current status: on (B)(6) 2020 I heard the testimony of the fv surgeon on the radio and I identified with her. Feeling very disturbed, I went on the government website and then to the résist association. Additional examinations: ultrasound allergist: very violent reaction to allergy tests, not skin but neurological type reaction. Consultation on (B)(6) 2020 with my gynecologist who had placed them, and removal on (B)(6) 2020. So it is now 16 days since I had a salpingectomy. I remain cautious because I am so surprised but today, and since the day after the intervention, I have no more pain in the lower and upper limbs (no more tingling, no swelling) no more pain in the left ear, no longer have this feeling of heaviness I do not have this permanent fatigue (although I have just had a general anesthetic) I feel good in my mind, my complexion is back to normal as my face is no longer swollen, I can walk more than 1/4 hour without having to stop.. Hopefully it will last actions taken to treat the patient in the healthcare facility: the gynecologist told me that these coils were withdrawn from the market in 2017. I think it is a shame that the gynecologist did not call back the patients in whom he placed them, to find out if everything was going well. Tough comparison, but faulty cars are recalled when there is a problem. If I hadn't heard this surgeon on the radio last february, to this day I would still be in pain. Until now, I had never made the connection with this device, nor did the doctors. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2020: very violent reaction to allergy tests, not skin but neurological type reaction. Blood test - on an unknown date: nothing to report. Computerised tomogram - on an unknown date: nothing to report. Lumbar puncture - on an unknown date: nothing to report. Magnetic resonance imaging - on an unknown date: nothing to report. X-ray - on an unknown date: nothing to report. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('very violent reaction to allergy tests, not skin but neurological type reaction') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria hospitalization and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain, pain in the lower and upper limbs"), fibromyalgia ("fibromyalgia"), limb discomfort ("heavy legs and heaviness in the arms"), gait disturbance ("difficulty in prolonged walking"), musculoskeletal disorder ("difficulty holding a pencil, a toothbrush, turning pages"), paraesthesia ("tingling in lower and upper limbs"), cervicobrachial syndrome ("cervicobrachial neuralgia"), ear pain ("almost permanent pain in left ear"), burning sensation ("burning in the body"), swelling face ("face swelling"), swelling ("swelling in the body"), migraine ("migraines"), trigeminal nerve disorder ("trigeminal"), fatigue ("permanent tiredness"), depression ("depression"), hypothyroidism ("hypothyroidism"), amnesia ("loss of memory"), balance disorder ("loss of balance"), speech disorder ("difficulty speaking") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the arthralgia, myalgia, limb discomfort, gait disturbance, paraesthesia, cervicobrachial syndrome, ear pain, swelling face, swelling, fatigue and depression had resolved. At the time of the report, the fibromyalgia, musculoskeletal disorder, burning sensation, migraine, trigeminal nerve disorder, hypothyroidism, amnesia, balance disorder, speech disorder, visual impairment and weight increased outcome was unknown. The reporter considered amnesia, arthralgia, balance disorder, burning sensation, cervicobrachial syndrome, depression, ear pain, fatigue, fibromyalgia, gait disturbance, hypersensitivity, hypothyroidism, limb discomfort, migraine, musculoskeletal disorder, myalgia, paraesthesia, speech disorder, swelling, swelling face, trigeminal nerve disorder, visual impairment and weight increased to be related to essure. The reporter commented: I spent years suffering, visits to various specialists (ear, nose & throat, endocrinologist, neurologist, physiotherapist, osteopaths, etc.) Various examinations (blood test, x-rays, ultrasound, computed tomography scan, magnetic resonance imaging, lumbar puncture) sometimes hospitalization, because I was so ill. Always nothing to report. I was told it was premenopausal, fibromyalgia, no real explanation for my suffering and my poor condition. Current status: on (B)(6) 2020 I heard the testimony of the fv surgeon on the radio and I identified with her. Feeling very disturbed, I went on the government website and then to the resist association. Additional examinations: ultrasound allergist: very violent reaction to allergy tests, not skin but neurological type reaction. Consultation on (B)(6) 2020 with my gynecologist who had placed them, and removal on (B)(6) 2020. So it is now 16 days since I had a salpingectomy. I remain cautious because I am so surprised but today, and since the day after the intervention, I have no more pain in the lower and upper limbs (no more tingling, no swelling) no more pain in the left ear, no longer have this feeling of heaviness I do not have this permanent fatigue (although I have just had a general anesthetic) I feel good in my mind, my complexion is back to normal as my face is no longer swollen, I can walk more than 1/4 hour without having to stop.. Hopefully it will last actions taken to treat the patient in the healthcare facility: the gynecologist told me that these coils were withdrawn from the market in 2017. I think it is a shame that the gynecologist did not call back the patients in whom he placed them, to find out if everything was going well. Tough comparison, but faulty cars are recalled when there is a problem. If I hadn't heard this surgeon on the radio last february, to this day I would still be in pain. Until now, I had never made the connection with this device, nor did the doctors. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test in 2020: very violent reaction to allergy tests, not skin but neurological type reaction. Blood test on an unknown date: nothing to report. Computerised tomogram on an unknown date: nothing to report. Lumbar puncture on an unknown date: nothing to report. Magnetic resonance imaging on an unknown date: nothing to report. X-ray on an unknown date: nothing to report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.